Event description:
Postprocedure, the patient had nausea and right upper quandrant pain and subsequently dark stool. The patient is off the iron tablets, no pepto bismol, no foods causing black stools. For five days, he had recurrent black stools (malodorous, guaiac-positive). Otherwise the patient recovered from the therasphere procedure, was feeling well, and was electively admitted for possible melena. On the day of submission, the patient had no bowel movements. Endoscopy showed no evidence of active bleeding. The patient remained hemodynamically stable throughout his hospitalization. On the day of discharge he had another episode of black stool (flat-black, malodorous). It is not clear if this is melena or not. It might be from very small volume bleeding or the patient could have possibly had hemobilia (no symptoms). Directed to his physician. Cbc will be check in four days should the dark stool recur.